Manufacturer narrative:
It is unknown if the sample will return for evaluation at this time. Without any evidence to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
Marker on the sheath introduced detached after placing the filter in the patient¿s ivc.

Manufacturer narrative:
Sample expected to return for evaluation. Follow-up report will be submitted once the sample has been received and reviewed.

Event description:
Marker on the sheath introduced detached after placing the filter in the patients ivc.